Manufacturer narrative:
H10: the lot number for the device was provided. The device history records are currently under review. The device was not return. The investigation is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a bone marrow biopsy procedure, the white cap/handle part of the cradle came off. It was further reported that forceps were used to remove the device from the patient. There was no reported patient injury. Rcc received a complaint via email. We had an incident during a bone marrow procedure with item# ejm4011. When the physician assistant was collecting the biopsy, the white cap/handle part of the cradle came off. They were able to use forceps to grip the part and remove from the patient. Lot number: 0001578725. Date of manufacturer: 2024-07-18.

Manufacturer narrative:
H10: manufacturing review: a lot number was provided so a device history record was performed. There was no recorded quality problems or rejections related to this incident found. All product procedural and functional requirements needed for its release were met. H10: investigation summary: a physical sample was not received for evaluation; therefore, a sample analysis was not possible. The result of the investigation was unable to confirm the reported failure mode. A definite root cause could not be determined. H10: b5 (describe event or problem), g4 (date received by manufacturer), g7 (type of report; follow up 1), h2 (correction; additional information). H11: d4 (unique identifier (UDI) #), h4 (device manufacturing date), h6 (component code, investigation, investigation results, conclusions). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a bone marrow biopsy procedure, the white cap/handle part of the cradle came off. It was further reported that forceps were used to remove the device from the patient. There was no reported patient injury. Verbatim: rcc received a complaint via email. We had an incident during a bone marrow procedure with item# ejm4011. When the physician assistant was collecting the biopsy, the white cap/handle part of the cradle came off. They were able to use forceps to grip the part and remove from the patient. Lot number: 0001578725. Date of manufacturer: 2024-07-18.